Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an ablation procedure, when a competitor sheath was replaced with the manufacturer's sheath, there was a drop in blood pressure and pericardial effusion was observed by the ice catheter. A pericardial drain was placed. All of the catheters were removed from the heart. Minimal effusion was evident when the patient left the room in stable condition. The case outcome is unknown and there is no further information available. No further patient complications have been reported as a result of this event.